Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times. The customer's blood glucose level was 104 mg/dl and was addressed with multiple injections. It was confirmed that the customer had an alternate method of insulin delivery available.